Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient representative indicated that the patient's pump had slowed connectivity when delivering boluses. The reporter mentioned a previous interaction regarding the reported issue and stated they were calling to clear data. Patient services assisted the reporter in deleting the data. The reporter was able to connect to the patient's pump without any lag. The reporter was seeing the lockout screen and stated that it connected faster.

Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that all was starting probably a month ago or longer (B)(6) 2026, the patient's handset took forever to connect to myptm (patient therapy manager) since it would lag at 90%. It would take up to 15 minutes to actually to connect to the pump and bolus. The patient met with their health care provider (hcp) and got the pump filled about a week ago (B)(6) 2026 , the doctor cleared some memory but it did not resolve the issue. To get it to start the myptm application they kept hitting resync since it was not communicating. During the call the agent walked the caller (con) through clearing data and caller closed all applications. The caller was able to connect to myptm application like normal. The caller (con) would call back if issues persisted. It was reported that they were allowed 6 boluses a day.